Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. The diameter of the proximal non-aneurysmal aortic neck was 25 mm. Aneurysm morphology is unknown. It was reported that an aortic cuff was placed on 2001 to address a type I endoleak. During implantation of the aortic cuff. It was reported that the physician inserted the wrong end of the guidewire and, due to vessel tortuosity, dissected that right iliac artery. The guidewire was removed, and the dissection was repaired with a stent. Upon investigation, no further information is available regarding the type of the endoleak, however, it was reported that the endoleak was resolved and the procedure was successful. No clinical sequelae were reported, and the patient is reported to be fine.